Event description:
The initial medical device report was submitted via an alternative bimonthly report on 2 jul 2015 under authorization number (B)(4) for manufacturer abbott under registration number (B)(4). New information received notes that right atrial lead repositioning was attempted in 2014, then it was reprogrammed in 2022 to address the issue. The noise had still recurred. Programming changes were made again to address the issue. Patient condition was stable.

Manufacturer narrative:
The initial medical device report was submitted via an alternative bimonthly report on 2 jul 2015 under authorization number (B)(4) for manufacturer abbott under registration number (B)(4).